Event description:
It was reported that customer experienced cgm error and was unable to continue using sensor as expected. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, followed guidance to reset pump, confirmed error did not appear again, and successfully started new sensor session.